Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. The pt was seen at the ctr for device eval. External equipment was exchanged. However, the reported problem was not resolved. The decision was made to explant the device. Surgery to explant the pt's c1 device is to be scheduled.